Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: please confirm whether the needle tip broke during this procedure. Did any needle fragment fall inside the patient? If so, what measures were taken to retrieve it? It occurred during the procedure; the broken piece was not visible. X-ray confirmed not retained in wound. * can you identify the lot number of the product used? This information was not available to me. (Antibacterial #1 vicryl, vcpb841d). * what is the name of the procedure? Open reduction of fracture dislocation, posterior spinal fusion with instrumentation * is this device or samples from the same lot available for analysis? If yes, to whom should the shipping kit be sent? (Please provide the contact's name, department, street address including zip code¿no po boxes¿email address, and phone number.) Item not available. * please provide the title of the external person providing the responses to follow-up (e.g., nurse, surgeon, risk manager). Risk manager. The manufacturing records could not be reviewed as the batch/lot number is unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. During the procedure, the tip of antibacterial vicryl suture broke off. During suturing. There were no patient consequences reported. Device availability: unknown. No adverse patient consequences were reported. Additional information was requested.